Event description:
Caller reported pt being admitted into hosp with elevated blood glucose of 780 mg/dl and vomiting. Caller indicated that pt was placed on insulin drip and given fluids through IV. Caller indicated that pt was put on a sliding scale of lantus 35.0 units daily. Pt's family member indicated that they believed the pt was trying to kill herself due to not having insulin since 2005.